Event description:
It was reported that this pacemaker exhibited occasional atrial undersensing during an atrial tachy response (atr) episode. Technical services (ts) noted that current sensitivity is at 0.8mv. Additionally, this device trigger an alert due to atrial arrhythmia burden of at least 6.0 hours in a 24 hour period. Ts recommended further review. No adverse patient effects were reported. At this time, this device system remains in service.